Event description:
In 2008, the pt reported that he experienced an 04 (occlusion) on his backup infusion device while attempting to bolus 5 units of insulin. He disconnected from his infusion site, and bolused, and received an 04. He then removed the infusion tubing and received an 04 while bolusing, and he then removed the insulin cartridge, and was able to bolus without error. He replaced the piston rod, insulin cartridge, and batteries, and received another 04 while attempting to bolus. His blood glucose elevated to 8.9 mmol/l (160 mg/dl), and he switched back to his primary infusion device. His average blood glucose level is 6.9 mmol/l (124 mg/dl). He injected 3 units of insulin to lower his blood glucose. The pt's blood glucose measured 3.3 mmol/l (59 mg/dl) at the time of the report, and he stated he would drink juice to elevate his readings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.